Manufacturer narrative:
The hemopro device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. The jaw boots displayed evidence of heat related damage consistent with activation of the device with the jaws in direct contact. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test as it produced steam and heat during several activations and shut off when the toggle was released. The expected tone was emitted upon device activation. The handle of the device was opened to verify connections; no nonconformities were observed. Based upon the evaluation results, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro device stopped working after a half hour of use. There was no thermal energy generated when the toggle switch on the harvesting tool was pulled back. A replacement device was used to complete the procedure. The hospital did not report any patient effects.